Event description:
It was reported that there was oversensing, noise, and increased impedance on the right ventricular lead; fracture or poor connection between device and lead at set screw suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.